Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed which showed that the neuro-tip leg on the device had been drilled into. It was determined that this was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. This damage was further classified as user error. Furthermore, it was determined that the device failed cutter insertion test due to worn out and loose bearings that were no longer in axial alignment not allowing the cutter device to pass through and be inserted. It was determined that this was due to normal wear from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the device had a drilled neuro-tip leg. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.